Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was also performed for the subject devices. Two broken screws were received. Two broken screws and one broken plate were returned. Only a portion (the head and a small length of the shaft) of the screws were returned. The exact part number is unable to be verified, but the part family was identified as partial part number 204.8xx, 3.5mm cortex screw, self-tapping, lot number(s) is unknown. The 3.5mm screws are used in many implant systems and are included in numerous technique guides. The plate is part of the 3.5mm lcp proximal tibia plate system and its recommended use is found in technique guide. The associated drawings for the returned devices were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. It is unknown what caused the devices to break post-operatively, but it is likely due to fatigue failure due to the length of implantation (5 years). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & weight not provided by reporter. (B)(6). This report is for unk - screw unknown lot number. Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation, but has yet to be received. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a patient underwent hardware removal of (2) two plates and screws on (B)(6) 2016. The hardware was implanted five years ago for fracture tibia. The hardware removal was introduced so that the patient can have a total knee replacement later this year. During removal of the plates, it was noted that (1) one plate was broken and the surgeon had difficult removing one of the screw. The screw had broken off at the shaft and retrievable was not successful. There was no surgical delay. It was reported that the procedure was successfully completed and the patient outcome was good. No additional information is available. This report is 2 of 2 for (B)(4).